Event description:
It was reported the right ventricular lead exhibited high capture thresholds. During surgery, it was discovered the right ventricular lead had dislodged. While attempting to reposition the right ventricular lead, the helix would not extend. The right ventricular lead was explanted and replaced. The patient was in stable condition.